Event description:
It was reported that following insertion of the iab, and connection to the pump, the pump alarmed "kinked catheter". Further investigation found that the balloon had not unwrapped. The iab was removed and replaced without any patient complications.